Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "device not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that full height cubie drawer 6 on the main device experienced a failure in which all cubie pockets were not detected on the bus. No indicator lights were observed on the module controller. The module controller was replaced, after which the fse logged into the hardware test application and performed a final test on the drawer. The test passed successfully. During dchu visual inspection: pn: 151903-01: was received with thermal damage in components u300 and c302. During dchu testing pn: 151903-01: the testing from dchu was not necessarily due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to components u300 and c302 on the full height cuble pmc board (pn: 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 not detected on bus. As per part investigation, it was determined that there was thermal damage observed to components u300 and c302 on the full height cuble pmc board. There were no adverse events or injuries reported based on this event.